Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not deliver insulin correctly and also had defect with serial number. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. No unexpected resume anomaly noted. (B)(4).